Event description:
The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that his onetouch ultralink meter was reading erratically and reportedly developed hypoglycemia afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The pt indicated that the alleged inaccuracy issue first occurred "about a week ago." She reported a "268 mg/dl" meter result and two other unspecified meter results, which she felt was inaccurate. The results were obtained greater than 20 minutes apart from each other. She claimed that she became hypoglycemic about an hour after the issue occurred: her specific symptoms were not noted. It was noted that the pt consumed more food/drink as a result of the issue" about a week ago." However, it is unclear if this action was taken after the symptoms began. No other forms of treatment or blood glucose results were reported. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. There was no evidence that the product was reading erratically since only one result was reported. Based on the provided info, this complaint is being reported because the pt claimed she became hypoglycemic after obtaining alleged erratic meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.